Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. This is a morbidly obese pt with a medical/surgical history of diabetes, hypertension, and hypercholesteremia. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The medical records indicated that the pt was treated for recurrence and hematoma, both of which are known possible adverse reactions listed in the IFU. The info provided indicated that the pt was treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. Without further info, no conclusion can be drawn at this time. See mdrs 1213643-2011-00408 and 1213643-2011-00409 for info related to the perfix plugs implanted on (B)(6) 2006. See rae (B)(4) for info regarding the composix kugel mesh implanted on (B)(6) 2004.

Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2003 - pt underwent incisional hernia repair with a composix kugel mesh. On (B)(6) 2003 - pt presents with drainage from incision, no fascial dehiscence or recurrence. There is fluid collection above the mesh, admitted for antibiotic treatment. Possible hematoma, right groin. A (B)(6) 2004 - pt underwent excision of composix kugel mesh and incarcerated incisional hernia repair with composix kugel mesh. It was noted that the excised mesh was "rolled from side to side and was part of the recurrent hernia." On (B)(6) 2006 - pt underwent repair of recurrent incisional hernia and panniculectomy. After the hernial sac was reduced back inside the abdominal cavity, two perfix plugs were placed for reinforcement. On (B)(6) 2006 - pt underwent would be debridement, drainage of infected wound hematoma, excision of two perfix plugs and repair of recurrent incisional hernia with a non-bard mesh. On (B)(6) 2007 - pt underwent exploratory laparotomy, excision of composix kugel mesh, recurrent incisional hernia repair with a non-bard mesh, and placement of wound vac.